Manufacturer narrative:
Evaluation for summary post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a single use loading unit. During testing of the instrument, interference was noted in the firing stroke. An access hole was cut into the instrument body for visualization internal components and the trigger pawl was found to be damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of damage to the trigger pawl may occur if the instrument trigger is compressed with the reload partially loaded. In this case, the trigger pawl would engage with the initial notch on the firing rack however the firing rack would not advance therefore damaging the trigger pawl. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapling device would not fire. A new handle was opened to resolved the issue and to complete the case. There was no patient injury.